Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Adverse event(s): none reported. (No code available). Product problem(s): "product residue was found in the anterior chamber" (use of device issue). A surgeon reported during a poster presentation that this product remained in the patient's eye following surgery in four out of 51 patients treated at this hospital since 2004. Two of these patients were closely monitored and the other two patients were treated with a secondary surgical procedure. Additional information was received. This patient (tn) underwent vitreous surgery (resection of vitreous stem under microscope) for pvr (grade b) in the left eye with vitrectomy and lensectomy. Retina could not be observed preoperatively due to vitreous hemorrhage. During the surgical procedure, two holes were at the lower region and one hole was at the upper region. While using this product, laser photocoagulation was performed. After removal of product, the eye was flushed using an unspecified irrigating solution. Intraocular gas was used as a postoperative tamponade following surgery. On (B) (6) 2005, one day postoperative product residue was found in the anterior chamber. On (B) (4) 2005, the anterior chamber was washed using balanced irrigating solution. The event was reported as resolved, date not specified. This is the fourth of four medical device reports being filed for this report.

Event description:
Customer reportedly received results of 589 mg/dl and 38 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.